Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported a blood leak at the arterial hansen connector. The machine alarmed and was positive for blood at the drain. The blood remained within the hansen connector and did not spill or leak out. Blood flow rate 400 ml/minute; dialysate flow rate 600 ml/minute. Blood was not returned to the patient; estimated blood loss was 150 ml. Patient was asymptomatic and no medical intervention was required. Treatment was re-set up and completed on another machine and the patient was fine. Sample is available.